Event description:
Had 2 cypher stents implanted in heart. Ever since then, terrible burning in heart continuously. The pain varies from 3-10 on a scale of 1-10. Reporter has been hospitalized approx 6 times since the stent placement. Can hardly breathe when they do any kind of activity. Have had bad rashes on hands. When they went to the e.r. They had several other stents placed and was able to bounce back quickly, but not this time.